Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0203010836 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 10 ml/hr, procedure: shoulder arthroscopy, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that "the patient's pump emptied too quickly, about 28hrs after start of therapy". The total fill volume that pharmacy put on the label was 400ml. It was reported that the patient did not have any side effects of local toxicity. Pump was underfilled 400 ml in a 600 ml pump.